Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary the device did not meet expected longevity. The cause was not determined.

Event description:
It was reported the device experienced an electrial reset. The device was replaced. No patient complications have been reported as a result of this event.